Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, they were placing a clip for a post polypectomy. During the procedure, the clip grasped onto tissue however; the clip would not release from the catheter. It was reported that the clip was pulled off the tissue and removed from the patient without any tissue damage. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2010. According to the complainant, they were placing a clip for a post polypectomy. During the procedure, the clip grasped onto tissue however; the clip would not release from the catheter. It was reported that the clip was pulled off the tissue and removed from the patient without any tissue damage. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information not available. (B)(4) relates to (B)(4) and (B)(4) for the reported event of clip failed to release from catheter. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was located just inside the over sheath. The sheath grip was used to push the clip assembly out of the over sheath. A visual inspection revealed that the control wire was separated per design. The most probable root cause has been determined to be operational context. The complainant most likely encountered anatomical/procedural factors during the procedure which limited the performance of the device.